Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection revealed a swollen device. It was verified that communication with the device could not be established using a programmer and no tones were detected with magnet application. The device case was then opened and a swollen cell was observed. Electrical testing was performed and a leaking device component was found. It was concluded that the telemetry issue was caused by a fully depleted battery due to a high current condition on the affected component.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.